Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor stim. It was reported that the patient didn't feel simulation and was unable to increase stimulation. The patient connected to the ins and showed that stim was off. Patient services reviewed the meaning. The patient turned stim on and increased stim from 1.7 to 2.4. The patient tried increasing more, but claims that stim went back down to 1.7. The patient resynchronized and increased stim from 1.7 to 3.1 on program 2 where she felt comfortable stim. The patient stated that she noticed the issues mentioned above when she started using an infrared mat. Patient services reviewed compatibility. Troubleshooting resolved the reported issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.